Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, when the base of the operation part is bent, the white balance may be obtained unintentionally (the switch operates unintentionally). There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.